Event description:
It was reported that "lens keeps vaulting even after attempts of repositioning and tension ring inserted". The orientation of the lens changed 2 weeks post op. The pt also noticed a decrease in their vision. The lens has been repositioned 3 times. The lens was explanted, another crystalens was implanted. The pt's current prognosis and treatment was indicated as, "so far lens in good position, hoping it stays that way or standard implant will be inserted". This event pertains to the pt's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.